Manufacturer narrative:
Received a "medical device reporting form" only. The form stated that the vitrectomy cutter was not working. The vitrectomy cutter and the rest of the pack components were not received. Functional testing could not be performed. A review of the device history records found that the lot was manufactured using specified materials and that all assembly, inspection, and packaging steps were performed according to a procedure by trained personnel. Bausch & lomb perform a 100% inspection prior to packaging, and documentation confirms that this inspection was completed for this lot. The lot/device history review and/or trend analysis, manufacturing, and sterilization records were considered acceptable, and the product is performing within anticipated rates. No corrective action is required.

Event description:
The user facility in the united states reported that during surgery the vitrectomy cutter stopped working and continued to aspirate. The surgery was prolonged for an additional 5 minutes. No additional anesthesia was needed. Surgery was completed after replacing the product with no additional complications or injury to the patient.